Event description:
It was reported that the patient underwent an initial left tsa (total shoulder arthroplasty). Subsequently, they experienced rotator cuff failure resulting in a revision. Surgeon removed the anatomic components and implanted a reverse shoulder. Patient was last known to be in stable condition following the event. No further information provided.

Manufacturer narrative:
D10: 07025223089, (B)(6) - gps implant kit v2, (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta, (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta), (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 315-35-00 - glnd kwire, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.